Event description:
It was reported that during a gastrectomy and rectectomy procedure, there was an error sound. There was blem on the tip of the blade. Another like device was used to complete the procedure. There was no adverse consequence to the pt.